Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the device would not switch on. It was unknown how the issue was found, no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service engineer replaced the power supply to resolve the issue. A performance verification test was performed, and the device was then returned service.

Manufacturer narrative:
The v60 power supply was returned for failure analysis. Visual inspection of the power supply revealed no evidence of damage or contamination. During testing, the customer complaint was verified. It was determined that the shorted components q1 and cr5 of the power supply created the 0-volt output.

Manufacturer narrative:
There was not patient involvement when the issue occurred. No patient or user harm reported.